Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - ulcer - 2274.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with burning, inflammation, pimples, infection, an ulcer, and swelling, under entire patch area. The patient went to their doctor, and the reaction was treated with a prescription of an unspecified oral antibiotic. Photos were received for review. The photos show an infection at the needle puncture site, with swelling, redness, and slight drainage. There was no documentation of further medical intervention. At the time of the report the patient stated that the medication was helping and that the swelling was going down. No data or product was provided for investigation. The allegation was undetermined. No additional event or patient information is available.